Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer¿s blood glucose level was unknown. The customer states attempted to remove but hard to remove, the customer also reports the sensor fractured while in the body. Customer reports the sensor was still in the body, did not receive medical treatment as a result of the sensor fracturing while still in the body. The customer declined to troubleshoot for blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor